Event description:
On october 20th, 2009, baxter was contacted by a customer reporting that their product was broken. The intravenous tubing snapped causing the tubing to break, and it pulled the intravenous cannula out of the patient's hand. It is unknown at what time and stage the problem was noted. Medical intervention was required in order to avoid patient injury; however, the clinical details of the intervention are not stated at this time.

Event description:
Reportedly, the vigilance monitor, model vgs, "smoked". The customer stated that "smoked from back of monitor". No patient injury was reported.

Manufacturer narrative:
(Evaluation): during monitor turn on spark was verified. No display on the screen due to pig tail of crt was broken. The monitor was not in operational condition. The pig tail of the crt can be damaged, due to miss handling of the monitor.

Manufacturer narrative:
Monitor display was damaged.complaint was confirmed.

Event description:
It was reported to boston scientific corp that a flexima biliary stent system was used during a stenting procedure in the bile duct of a male pt. During the attempt to deploy the stent, the guide catheter tore; however, the stent was able to be successfully deployed at the target site. The procedure was successfully completed with no reported pt complications. The pt was reported to be in good condition after the procedure.